Manufacturer narrative:
Eval: results: the microscopic inspection of the returned leads found both had wire damage with complete wire separation. Both leads also exhibited a compression mark. No outer body damage was noted at the site of the wire damage. Both leads also exhibited compression marks. When aligning an anchor with the lead compression mark it was concluded one of the leads was damaged at the distal end of the anchor. The other returned lead had wire damage beyond the distal end of the anchor. The damage to both lead was consistent with overstress to the leads during the implant period. The lead wire damage would have resulted in the observation noted in the field of gradual and compete loss of stimulation. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had been experiencing ineffective stimulation therapy. A full parameter diagnostic identified invalid impedance values on several contacts. The pt underwent surgical intervention to explant and replace the leads. The pt reported effective coverage post-operative.